Manufacturer narrative:
The investigation remains in progress. Once the evaluation is complete, a supplemental report will be submitted to provide the final findings. Manufacturer reference: (B)(4).

Event description:
It was reported that a silent nite device experienced a malfunction. The patient reported that the strap broke and the tray fractured during use. No additional patient injury or adverse health effects were reported in relation to this event.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - a fracture was observed on one of the trays. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off and a connector was detached from the device. Root cause description: the root cause could not be determined. A potential root cause could be due to incomplete curing, which may have caused the anchor to break off. A potential root cause for the tray fracturing could be due to the fracture not being noticed prior to the device being used, and this could have made the fracture more apparent once the device was in use. It was also reported that the strap broke. A potential root cause could be due to the connector weakening over time, causing the connector to break. Corrections: d4: updated "model# & catalog#". H6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code. The manufacturer's internal reference number is: (B)(4).